Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed battery depleted. The event occurred upon power up in the delivery room., there was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported battery depleted, which was confirmed during evaluation. The cause was determined to be a failing power cord. The power cord was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.